Manufacturer narrative:
Product complaint : (B)(4). Investigation summary :this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sticker sheets received via cd shipment. There are no allegations reported. Sticker sheets indicate that the patient had undergone a revision of acetabular cup and head. However, reason for revision was not provided. If/when more information is received, this complaint will be updated accordingly. Cup was previously reported on (B)(4). Doi: (B)(6) 2009. Dor: (B)(6) 2011 (right hip).